Event description:
It was reported that the device would not turn off without removing the battery. Physio-control evaluated the device and observed intermittent sporadic power issues. It initially failed to power on and kept power cycling thereafter until restoration of normal operation. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause of the intermittent power issues to be failure of the membrane switch assembly. An intermittent short between the power on/off switch and soft key two resulted in the observed failures. A replacement device was provided to the customer.